Event description:
It was reported by a sales consultant that the surgeon was performing a hardware removal of mandible cruciform titanium screws. During the removal, he noticed some of the screws were stripped. It was reported that a shaft broke on one of the screwdriver blades when the surgeon applied too much pressure on a screw that was stripped. There was no impact on the patient. According to the sales consultant, the implants that were explanted were not synthese. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).